Manufacturer narrative:
Initially, the logs were incomplete; retrieved the imc, rt, and lt logs through telnet. Console logs from the reported day of the event are consistent with a complaint and show that at some point during case start, optical bench data acquisition was stopped which resulted in controller error alarm and perceived placement signal issues. The controller error alarm as due to the software issue that the optical bench stops sampling, so no data interpreted from the bench. The placement signal is available, but the controller is not reading due to a software glitch. The console was tested in an engineering lab. The root cause of the controller error is not determined due to the inability to reproduce. The optical system operated within specification . Further analysis of console data, performed later by sme on the software team, revealed a software defect, where a process erroneously stops optical bench data acquisition. This issue manifests if the pump is unplugged unexpectedly at a certain time during case start without a prior prompt from the case start wizard. This report is being filed as part of a retrospective review of historical records.

Event description:
Us complainant reported that the patient was placed onto impella cp support due to acute myocardial infarction / cardiogenic shock. While on support, the aic experienced a controller error yellow alarm that was resolved by transferring to another console. The patient ultimately expired, but there was no allegation against the aic or impella related to the patient¿s death. There is not enough information to exclude the impella device as an associated factor in the patient's demise.